Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a physician from (B)(6) of sterile peritonitis and hyperphosphatemia in a (B)(6) female patient coincident with physioneal unspecified product therapy. On (B)(6) 2011, the patient began treatment with physioneal unspecified product (dose, frequency and lot number not reported) intraperitoneally (ip) for capd continuous ambulatory peritoneal dialysis). The patient had been hospitalized on that day to "start pd technique." On (B)(6) 2011, the patient experienced sterile peritonitis manifested by cloudy effluent. The physician reported the event of peritonitis as "severe". The patient's hospitalization was prolonged due to the sterile peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began remedial treatment with ceftazidime, cefazoline, vancomycin and fluconazol (doses, frequencies and routes not reported). On an unreported date, the patient experienced hyperphosphatemia (phosphate level was not reported) described as difficult to control. On an unreported date, physioneal therapy was stopped. The physician reported that patient did improve with discontinuation of pd solution. The peritoneal effluent was cloudy until (B)(6) 2011, when the catheter was removed. The outcome for the sterile peritonitis was reported as recovered with sequelae (although the sequelae was reported). The outcome for the hyperphosphatemia was not reported. The physician believed the event of sterile peritonitis was related to physioneal therapy, but did not provide an opinion of causality for the event of hyperphosphatemia and physioneal therapy.